Event description:
The pt underwent MRI in late (B) (6) 2010. The MRI was open bore, of the abdomen/kidney for kidney stones, and lasted for 30-45 minutes with the patient lying on his back. The stimulation was turned off prior to the MRI. Following the MRI, the stimulation changed. It went from "normal vibrations/tingly" to "hard pulses". The device was reprogrammed and only program three could be used, which had to be turned up to 10v before the pt felt stimulation and then back down to 8v "for amplitude". The pt did not have adequate pain coverage on his left side. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).